Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement associated with clip opened while establishing final arm angle (efaa). The reported difficult or delayed positioning (difficult leaflet grasping) appears to be due to the clip open during efaa and patient anatomy (due to tethering of the septal leaflet). There is no indication of a product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. One triclip was successfully implanted. A second triclip delivery system (tcds) was advanced and positioned centrally on the posterior/septal leaflets. While establishing final arm angle (efaa) and the clip opened approximately 10 degrees. Troubleshooting was unsuccessful but the clip did not open more than 10 degrees and the physician deployed the clip as grasping was difficult due to patient anatomy. The clip was stable and reduced the tr to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. As of aug 22, 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).